Event description:
The suspect device was used to test the blood glucose on a newborn. The blood glucose on the suspect device was lo (<10 mg/dl). An IV was started on the pt. The lab blood glucose came back as 50 mg/dl.